Event description:
Patient had abutment and crown seated (B)(6) 2013. Crown and abutment fractured off in (B)(6). Old abutment was removed and healing abutment placed. No patient injury.

Manufacturer narrative:
"Date of event" should be (B)(6) 2013.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.